Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, the old tube was removed; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for percutaneous endoscopic gastrostomy (peg) tube placement. On an unknown date the physician identified streptococcus bacteria that was the cause of the insertion site problems and wants to treat the insertion site with antibiotics. On (B)(6) 2017 the old tube had been removed.